Event description:
Spontaneous. Patient reported that a premix cassette caused cadd legacy pump [serial number unknown] to beep and it would not run. Pt switched to backup pump and issue did not resolve. Pt mixed a new cassette and reports that now both pumps are functional. Pt reported that the faulty cassette lot number is not available as they returned it, along 6 or 7 other faulty cassettes, back to the pharmacy today (B)(6) 2022. Pharmacy is replacing cassette. Cassette is available for investigation. No further info, details or dates available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.